Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure; first fiber failed due to "tip worn out" and "got loose and began rotating" was noted. The fiber was exchanged and second fiber issue of "firing from the tip" was noted. The procedure was completed using third fiber. Patient outcome: "ok" reported. No injury to patient was reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits moderate char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that: 209,554 joules and 24:28 minutes were expended on the first fiber. 81,579 joules and 9 minutes were expended on the second fiber.